Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle clipper safe-clip europe was not clipping. The following information was provided by the initial reporter: I just picked up my bd safe clip a few days ago, and unfortunately it doesn't seem to want to cut the needles. The only way I can get it to, is to clip it and then twist and pull to get it to take off the needle which is not ideal. This sometimes happens with a really old clip, but has never happened before with a brand new one.